Event description:
The technician alleged that the nurse call is not functioning. No patient impact.

Manufacturer narrative:
The technician found a bent prong on the communication cable. The technician straightened the bent prong on the communication cable to resolve the issue.